Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) reported that about three weeks ago their controller (ptm) started shutting off and locking up when trying to recharge their implant (ins). Pt described connecting to ins with recharger (rt)m with charging excellent quality for about two minutes then ptm shuts down. Pt also mentioned system problem [77]-rm03 error message appearing during the issue. Pt stated that they reached out to their manufacturer representative (rep) when the problem first began happening who walked them through resetting the ptm which worked at first but then the same issue began reoccurring. Pt said they spoke with rep again last night; the rep walked them through a lot of steps but nothing helped. Patient services (pss) asked pt if rtm recharging paddle gets hot while charging their ins and pt remarked yes it does sometimes get hot and cause a little "sting".

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the device, model # 97755 intellis recharger (rtm), s/n (B)(6), revealed fail antenna temperature test result. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.